Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior resection. According to the reporter: after loading the cartridge, the stapler was fired without any issue. However, when the jaw was opened, only about the half of the staple lines were properly formed and rest of the staples were either misshaped or did not make a b-shape. The surgeon had to use additional cartridge to resect the tissue. There was some bleeding, but it was recovered right way.